Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted, as placement difficulty was encountered. This lead was also noted to have exhibited helix extension issues. This lead was successfully replaced. No adverse patient effects. Additional information has been received through product investigation confirming an inner coil fracture of the lead.